Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube);') and genital haemorrhage ('abnormal bleeding (general),') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder and emotional distress. Concomitant products included mirtazapine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain / pain"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti"), crying ("hormonal changes describe: crying"), anxiety ("hormonal changes describe: crying; anxious / psych injury") and migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced nausea ("nausea,"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"), 3 months after insertion of essure. On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), fatigue ("fatigue,") and pelvic pain ("pelvic pain"). The patient was treated with antibiotics and ibuprofen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain lower, dyspareunia, female sexual dysfunction, urinary tract infection, bladder disorder, urinary tract disorder, crying, anxiety, migraine, nausea, fatigue and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, crying, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, migraine, nausea, pelvic pain, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: the patient did not have her essure removed, however is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: result-perforation (fallopian tube);. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Event pelvic pain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube);') and genital haemorrhage ('abnormal bleeding (general),') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder and emotional distress. Concomitant products included mirtazapine. On (B)(6) 2011, the patient had essure inserted. In september 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain / pain"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti"), crying ("hormonal changes describe: crying"), anxiety ("hormonal changes describe: crying; anxious / psych injury") and migraine ("migraines / headaches"). In october 2011, the patient experienced nausea ("nausea,"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"), 3 months after insertion of essure. On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia"). In november 2011, the patient experienced bladder disorder ("bladder or urinary problemsor changes") and urinary tract disorder ("bladder or urinary problemsor changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), fatigue ("fatigue,") and pelvic pain ("pelvic pain"). The patient was treated with antibiotics and ibuprofen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain lower, dyspareunia, female sexual dysfunction, urinary tract infection, bladder disorder, urinary tract disorder, crying, anxiety, migraine, nausea, fatigue and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, crying, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, migraine, nausea, pelvic pain, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: the patient did not have her essure removed, however is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2011: result-perforation (fallopian tube);. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received: no new information. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube);') and genital haemorrhage ('abnormal bleeding (general),') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder and emotional distress. Concomitant products included mirtazapine. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain / pain"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti"), crying ("hormonal changes describe: crying"), anxiety ("hormonal changes describe: crying; anxious") and migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced nausea ("nausea,"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problemsor changes") and urinary tract disorder ("bladder or urinary problemsor changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and fatigue ("fatigue,"). The patient was treated with antibiotics and ibuprofen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain lower, dyspareunia, female sexual dysfunction, urinary tract infection, bladder disorder, urinary tract disorder, crying, anxiety, migraine, nausea and fatigue outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, crying, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, migraine, nausea, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: the patient did not have her essure removed, however is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: result-perforation (fallopian tube);. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs received: event ¿injury nos¿ was replaced with fallopian tube perforation. Aka name added, reporter added, patient demographic added, product indication updated. Events added-genital haemorrhage, crying, anxious, uti, apareunia (inability to have sexual intercourse), bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia (painful sexual intercourse), fatigue, lower abdomen pain. Events onset date, events severity, concomitant drug, medical history, treatment drug and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.